Event description:
The customer reported non-reproducible dil-hcg (human chorionic gonadotropin) results did not recover within the laboratory's set standards, for three patients, involving the unicel dxi 600 access immunoassay system. The customer-supplied patient data confirmed only one patient results were not reproducing within the precision claims of the assay. The patient obtained an initial result of 45.6 iu/ml and a reanalyzed value of 55.5 iu/ml. The initial result was released out of the laboratory. The customer stated there was no report of patient consequence or change in patient treatment associated with this event. All samples were serum aliquots analyzed in 12/75 ml tubes. Samples are usually received frozen, thawed, and vortexed. Samples are centrifuged at 3,000 rpm (revolutions per minute) for two minutes. Quality control was within the laboratory's expectation, for all three levels. System check, performed on the date of the event, passed within specification. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the customer-supplied data after the customer was advised to perform a beta human chorionic gonadotrophin (bhcg) precision analysis. The study results produced an acceptable percent coefficient of variation (%cv) value of 6.6% that was within the 10% cv assay precision claim. The fse discussed the event with the customer. No hardware issues were noted. All quality control (qc) and repeat analysis results were within specifications. The instrument was returned to normal operation. A definitive cause of the event is unknown.